Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm lenght aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurysm sac continued to have significant growth; however, there was no type I endoleak seen by CT delayed/angio/or tla. There was successful embolization of a type 2 endoleak and still the sac was growing. The entire device was relined with other manufacturer's stent grafts. The original aneurx graft had covered the right renal arteries (there are two coming off close together), but had preserved patency for unknown reasons, likely the stiffness of the bifurcated stent graft kept it off the office. The physician had attempted to put a stent in the largest renal, but could not get anything, but a wire across the proximal diamond of the aneurx stents, therefore, it was decided to monitor the patient. No additonal clinical sequelae were reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.